Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
A patient reports while activating a pod, the cannula had not deployed. In addition, the patient reports upon removal of the pod from the infusion site, the cannula had then deployed late. The patients reported blood glucose level was 121 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have resulted in the needle deploying late. The needle mechanism was manually reset to a non-deployed state, and then redeployed. The needle mechanism was observed to deploy as intended. The cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be stretched and flattened, measuring above specification. The timing and cause of this damage is unknown. During fluid path testing, a leak was found due to a tear in the unexposed portion of the soft cannula that was caused by the stretched cannula.